Event description:
Healthcare professional reported a study "50 patients and 50 breasts who were irradiated with sbi as a treatment for breast cancer (not device related) after sbi was inserted in our hospital ", "6 patients died or relocated" which is not device related, "8 patients with capsular contracture of grade 3 or higher", and "1 case had sbi removed due to flap necrosis." The status of the devices is unknown.

Manufacturer narrative:
E1. Zip code continued: (B)(6). The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown, necrosis, death-ndr.